Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as the date of publication since the date of data collection was not provided. Author information: jones, s. I., acuff, h., best, r., gee, y.-y., snow, s. C., agarwal, r., rosario, k. F., gilner, j. B., federspiel, j. J., & meng, m.-l. (2025). Pregnancy and delivery care for a patient with a heartmate 3. Jacc: case reports, 30(13), 103536. Https://doi.org/10.1016/j.jaccas.2025.103536. Jones s et al. Duke university, durham, north carolina. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article "pregnancy and delivery care for a patient with a heartmate 3" that patients with heartmate 3 (hm3) may experience decreased right ventricular function and moderate to severe mitral regurgitation. This was a case study which described a 32-year-old woman who conceived 19 months after receiving an hm3 as destination therapy for advanced heart failure. Given the traditionally poor maternal and fetal outcomes associated with pregnancy on left ventricular assist device (lvad) support, care was coordinated through a dedicated multidisciplinary pregnancy heart team, including maternal¿fetal medicine, advanced heart failure cardiology, anesthesia, and nursing. The patient¿s antepartum course was largely uncomplicated, with close monitoring of lvad function, maternal hemodynamics, and fetal development. It was noted the patient experienced mild to moderate right ventricular failure along with moderate to severe mitral valve regurgitation throughout the pregnancy. A central focus of the article was individualized anticoagulation management, balancing the competing risks of pump thrombosis, maternal bleeding, and fetal harm through shared decision making. The team planned a scheduled cesarean delivery at 34 weeks¿ gestation, performed under neuraxial anesthesia with careful intrapartum hemodynamic and lvad monitoring. The outcome was a successful live birth without hemorrhagic or thrombotic complications, making this the second reported hm3 supported pregnancy resulting in a live infant. The authors conclude that while pregnancy with an hm3 lvad remains extremely high risk and was generally discouraged, favorable outcomes may be achievable with meticulous multidisciplinary planning, patient centered anticoagulation strategies, and controlled delivery in a tertiary care setting, underscoring the need for further data to guide counseling and management.